Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the microstaar injection system and the lens was damaged by the injector. No pt injury reported.

Manufacturer narrative:
Eval codes: method: - lot number search. Results: a cartridge and foam tip plunger lot number search was performed for similar complaints within the search. The foam tip plunger search shows two similar complaints found and the cartridge search shows there are three similar complaint found.